Event description:
Employee (who had controlled asthma) had extended exposure to preservcyt solution fumes in the lab and developed a more serious condition. The employee in question has been working in this lab for over a year. In that time, she has been exposed to xylene and preservcyt. In the past year, she had gone to the ER twice for difficulty in breathing. Her doctors did not think the chemicals were causing her problems. The employee's private doctor believes the chemicals are causing her breathing problems. Employee has been referred to work-well, their worker compensation program.

Manufacturer narrative:
Customer has msds sheet. Customer stated they will review info on the msds sheet again to ensure precautions are taken in lab.